Manufacturer narrative:
A medtronic representative, following up with the site, reported that the radiographer was testing the o-arm before the surgery when it failed. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information was not made available from the site. On 08/09/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in pre-op for a spine procedure, the site's imaging system image acquisition system (ias) computer was not booting-up properly. In trouble-shooting, attempted to go into ias through mobile view station (mvs) with biuser password. The windows displays "an error has occurred" with a list of issues related to system and network issues. No further details regarding this issue were provided. The surgeon opted to continue, however, completed the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy. There was no impact on patient outcome reported.